Event description:
Surgeon inserted a -22.5 se/3.5 aa4203tl siliconce toric plate lens but the injector overode the lens and tore the lens. There was not patient contact or injury. The reporter stated they felt the cause of the injector override was due to overuse of the injector.